Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there was a champagne-sized air bubble in his reservoir. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated; the customer primed the tubing but the air bubble remained in the reservoir. The customer declined further troubleshooting and said he would keep an eye on the bubble. No products were shipped or returned.